Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was required due to infection. An antibiotic spacer was added, then subject was given IV and oral antibiotics. Subject had a revision and removal of spacer on (B)(6) 2013. Subject continued taking oral antibiotics till infection was gone.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. [(B)(4)].